Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the retainer ring that holds the reservoir in place has broken off. Customer's blood glucose was unknown at the time of the incident. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to p-cap / reservoir will not lock properly. Unit received with cracked case at the reservoir tube lip. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with peeling serial number label.